Manufacturer narrative:
Unit received with critical pump error (open book) and unable to download due to moisture damage on the electronics assembly. Unable to performed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error. Unable to verify low battery alarm due to critical open book. Unit received with moisture damage on motor. Unit received with cracked retainer, minor scratched display window and scratched case.

Manufacturer narrative:
The insulin pump was received with critical pump error (open book) and unable to download due to moisture damage on the electronics assembly. The analysis was unable to performed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error. Unable to verify low battery alarm due to critical open book. The pump was received with moisture damage on motor. The pump also had a cracked retainer, minor scratched display window and scratched case.

Event description:
The customer reported via phone call that they had issues with a lot of low battery alarm. The customer's blood glucose was unknown. Recommended customer refer to back up plan. The product was returned for analysis.